Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was to treat restenosis of a bare metal stent (vision) implanted in the mid rca and a des stent (unk type) in the proximal rca that were implanted during a previous ptca procedure. The restenosis in the vision stent was treated with the placement of a xience v stent. No additional event or pt info is available.